Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated due to an infusion set issue. Customer delivered a bolus via the pump and the customer's blood glucose decreased to 67 mg/dl. Customer did not know why blood glucose decreased but possible cause was due to nerves. Customer ate gummy bears and skittles to address the issue.